Manufacturer narrative:
A review of the instrument files provided by the customer showed that the measurement cartridge was performing as intended. There were no r1 files to thoroughly investigate the customer¿s issue. Internal quality checks verify that the ph sensor results reported are accurate. However, a confirmation isn¿t possible due to the r1 file for the event day isn¿t available. On the day of the event, all three levels of aqc for the ph sensor was found to be either at the specification limits or out of specification. There were also d2 excessive drift errors before the sample in question was run. All the aqc recoveries transitioned from values at or beyond the specification limits to those more closely aligned with the median of the acceptable range and the d2 errors were cleared prior to running the sample in question. It should be noted the escalated sample was measured about 1 hour prior to the other two sample measurements. The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant hco3 result (which is calculated from pco2 and ph) on one patient compared to retesting of different samples on the same instrument and another rp500e instrument. Customer stated that the patient's ventilator settings were adjusted based on the incorrect results but that there was no harm and patient is stable.

Manufacturer narrative:
Siemens has shown due diligence in attempting to receive more information and the instrument files from the customer to perform an investigation. However, the customer has not responded. Therefore, no further investigation is possible. The cause of this event is unknown.